Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles that sometimes when pen needle is removed after injection the patient end is missing. This occurred with 30 needles during use. The following information was provided by the initial reporter: stated, there are times when he removes pen needle after injection and the patient end is missing. Stated, he's not sure if patient end broke off in skin or dropped to floor.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles that sometimes when pen needle is removed after injection the patient end is missing. This occurred with 30 needles during use. The following information was provided by the initial reporter: stated, there are times when he removes pen needle after injection and the patient end is missing. Stated, he's not sure if patient end broke off in skin or dropped to floor.

Manufacturer narrative:
Customer returned (35) unopened 32gx4mm bd pen needles from lot# 1173074. The customer reported that the patient end bends when taking injection, the patient end is broken after injection. 30 out of the 35 returned pen needles were examined, and tested for visual inspection of point geometry, outer diameter and lube coverage. All observations fell within specification. Next, all 30 samples were then tested for flow using a test pen injector: all 30 pen needles were able to expel properly. No evidence of patient end or pen needle operated defects were observed on the tested samples. The alleged issues could not be confirmed based on the samples returned for investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.